Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. She changed the infusions set yesterday and went to bed. She woke up in the middle of the night with a blood glucose level of 500 mg/dl. She treated her blood glucose level with the insulin pump. Her blood glucose level was 515 mg/dl when she woke up. She changed her infusion set again and her blood glucose level went up to 587 mg/dl. Her blood glucose level was coming down very slowly after treating with the insulin pump. The infusion set had a bent cannula. The device was not returned.